Event description:
New hydrothermal ablation unit malfunctioning. Machine skipped hysteroscopy procedure and went straight to ablation. Unit would not allow staff to go back to beginning. A second cassette was installed to complete procedure. Sales rep called and did an initial evaluation, machine operating properly, cassettes to be sent in for evalution. Additional staff training on new system scheduled for 12/14.======================manufacturer response for hydrothermal ablation system, endometrial, genesys hta (per site reporter).======================manufacturer sent sales rep to evaluate problem, machine tested ok, supplies to be sent in for evalution. Initial finding indicate staff error in system initial setup.======================manufacturer response for genesys hta procerva procedure set (x 2), genesys hta procerva procedure set (per site reporter).======================manufacturer to evaluate cassettes and provide additional staff training. Two cassettes were returned both with the same lot#.